Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that it was taking the patient a long time to recharge their ins. The patient reported that it took about 2.5 hours to recharge. The patient also reported that it was difficult to charge their ins due to its position. The patient reported that they tried adhesive discs and that they did help to keep the antenna in place, but they still did needed to sit to charge. No symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.